Manufacturer narrative:
The tech isolated the issue to a leaking manual CPR valve which prevented the head cylinder from building up pressure. He replaced the manual CPR valve to repair the bed.

Event description:
Info received indicates the head panel will not go up.